Manufacturer narrative:
An event regarding revision involving a secur-fit stem was reported. The event was not confirmed. Method & results product evaluation and results: visual inspection of the returned device noted the following: examination of the device returned indicated nothing remarkable to report. Event not confirmed medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: c-taper cocr lfit head 40mm/+7.5; cat # 06-4075; lot # 77jmpe. Trident 0 deg insert 40mm; cat # 623-00-40g; lot # meta7y. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Doctor brought the patient back for a revision of a hip, paperwork states a cup stem liner and head were removed. No additional information.

Manufacturer narrative:
The following devices were also listed in this report: unknown stryker head; unk_jr; unknown. Unknown stem; unk_jr; unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Doctor brought the patient back for a revision of a hip, paperwork states a cup stem liner and head were removed. No additional information.